Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas pure e 402 analytical unit. The initial estradiol result was > 3000 pg/ml with flag. The sample was repeated and the result was 2251 pg/ml. A 1:5 dilution of the sample was performed and the result was 2703 pg/ml. The original undiluted sample was repeated again twice and the results were 2968 pg/ml and 2850 pg/ml.

Manufacturer narrative:
Calibration was last performed on (B)(6)2023. It was found that calibration was due on (B)(6)2023 but was not performed. The qc recovery data provided was acceptable. It was found that the reagent pack being used was expired. The customer's pre-analytical information provided showed that they do not perform sample inversions prior to centrifugation and only allow samples to clot for 15 minutes as opposed to the recommended 30 minutes. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.